Event description:
The account alleges the catheter was placed into the pelvis, and when the clinician attempted to tunnel it using a metal tunneler, while exiting the skin the catheter broke and separated at the second cuff. The clinician was able to successfully retrieve the broken piece of the catheter. A replacement catheter was used to complete the procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.